Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint received with return of device. Failure (event) observed during analysis. A partial lead with the connector pin measuring 34.6cm was returned for analysis. Externalized conductors due to internal insulation abrasion were noted at 22.4-24.6cm from the connector pin. Internal insulation abrasions were noted at 17.3-17.7cm and 24.8-25.4cm from the connector pin. The etfe coating was intact at these locations.